Event description:
During troubleshooting of an unrelated alarm, it was reported that there was air in the patient line. The event occurred during drain one on the home choice (hc) and the home patient (hp) was connected. The technical service representative (tsr) advised the care giver (cg) to end therapy and start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.